Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was scheduled to undergo a lead revision, however, the physician noticed a scab over the ipg site. The physician chose to explant the ipg and implant a new one on the other side of the patient's body as a precaution. No infection was observed. The patient was reportedly doing well following the procedure.